Event description:
It was reported that there was a coupling problem. It was noted that the last time any stimulation was felt was three days ago. The last successful recharge session was a couple days ago. The patient got the poor communication icon with the programmer and the reposition antenna icon with the recharger. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).